Event description:
The customer reported to olympus during a therapeutic total laparoscopic hysterectomy the subject device tip broke off in the patient at the beginning to middle part of the surgery. The surgeon was attempting to divide the round ligament at the time the device tip broke. The device fragment was removed by the surgeon with a duckbill grasper. The intended procedure was completed with a similar device and same lot number. The customer states there may have been a minimal delay while removing the broken device and replacing it with a new one, such as "minutes."